Event description:
While surgeon was doing laparoscopic procedure, a round white seal was noted on viewing screen. It was immediately removed in its entirety from the pt's abdomen. All trocars were checked and a 12mm ethicon trocar was missing the inner seal. Trocars seal removed from field and company called.